Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the instrument did not cut along the entire staple line and the staples did not form correctly. The instrument was difficult to remove from the tissue. The case was completed with a similar device with no patient consequence.